Manufacturer narrative:
(B)(4).

Event description:
The recipient's device was reportedly explanted due to an acoustic neuroma. The recipient was reimplanted with another cochlear device.

Manufacturer narrative:
(B)(4). The recipient is reportedly doing well. The external visual inspection revealed the electrode was cut prior to receipt. This is believed to have occurred during revision surgery. The photographic imaging inspection confirmed cut electrode wires. This is believed to have occurred during revision surgery. System lock was verified. The electrode condition prevented an electrical test from being performed. The device passed the electrical and mechanical tests performed. This device was explanted for medical reasons. The device passed the tests performed. This is the final report.

Event description:
The recipient's device was reportedly explanted due to an acoustic neuroma. The recipient was reimplanted with another cochlear device on the contralateral side.